Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient¿s dual port would not aspirate or infuse. During the patient¿s chemotherapy treatment only one port worked and he had to have an IV placed for fluids. Approximately one week ago both ports stopped working and the patient had to have chemotherapy through his IV. The port was removed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Received was one dual slimport with detached 7f dual lumen catheter and cath-lock. The catheter and port displayed signs of use. The port stem is damaged and one end of the catheter also appears to be damaged, but the cause of these damaged areas is not clear. As the reported details include manipulation after explant, it cannot be determined whether the damage observed is connected to the alleged issue or another source of damage. Therefore, the investigation is inconclusive for inability to aspirate or infuse. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 04/2022). (B)(4).

Event description:
It was reported that the patient¿s dual port would not aspirate or infuse. During the patient¿s chemotherapy treatment only one port worked and he had to have an IV placed for fluids. Approximately one week ago both ports stopped working and the patient had to have chemotherapy through his IV. The port was removed. There was no reported patient injury.